Event description:
The customer reported that the system intermittently shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
No ge service was performed. The customer repaired the system. No further repair info is available. The system operates as intended.